Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch source report.

Manufacturer narrative:
Final analysis found that the pulse generator was at elective replacement indicator (eri). During interrogation, a red flag was displayed indicating -excessive high current detected. After downloading the product code, the flag was cleared and normal function ensued. The device was tested and the high current drain did not recur. The cause for the high current drain could not be determined.